Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the device implant procedure, the patient was induced with a ventricular fibrillation (vf), but the device could not convert the rhythm and the physician used an external defibrillator to rescue the patient. It was suspected that the failure to convert was due to right ventricular (rv) lead position. Increased thresholds were noted after repositioning the rv lead. The rv lead was explanted and replaced with a dual coil lead. Testing exhibited normal thresholds and the device was able to successfully convert an induced vf. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.